Event description:
In 12/2005, the lay user/pt contacted lifescan and alleged that her one touch ultra meter was giving the error 4 message. The pt was not experiencing any symptoms of high or low blood glucose at the time of concern. She needed assistance by a non-medical professional, but did not receive any medical treatment. Her blood glucose level was not tested on another device. This error 4 message was not resolved with troubleshooting. A replacement meter, control solution, and test strips were sent to the lay user/patient.